Event description:
Kimberly-clark received a report stating, " pmg unit not burning properly and shutting itself off during procedure. Probe in pt when incident occurred. Case aborted and no pt injury incurred." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The generator has been returned for analysis. We do not have a root cause for the reported event at this time as the analysis of the generator and investigation are ongoing. If any additional relevant information is identified once the generator is evaluated, the additional relevant information will be submitted in a supplemental report. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.